Event description:
The pt ((B)(6)) was implanted with four percutaneous leads from two different lots. It was reported that the lead implanted peripherally, superior to the right knee produced a sharp, burning pain rather than stimulation. It was suspected this issue stemmed from the superficial implant depth of the device. Impedance measurements for the superior lead were within specifications. Effective therapy was provided for the pt via reprogramming utilizing the three other leads. Follow-up on this matter found the lead superior to the right knee was inadvertently cut during a revision procedure for the inferior lead (reference MFR report # 1627487-2013-00404). As such, the superior lead was explanted and will not be replaced. The pt is reportedly receiving effective stimulation following the procedure. The explanted lead was discarded by the medical facility.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.